Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 112 mm long x 70 mm diameter fusiform thoracic aortic aneurysm of zone 3-4 thoracic aortic aneurysm approximately one month ago. The proximal neck was 39 mm in diameter, and distal neck was 37 mm in diameter. Left common carotid to the proximal end of the lesion was 50 mm; distal end of the lesion to the celiac artery was 82 mm. There was no calcification and thrombus. It was reported that the first device, a (B) (4) was implanted at the distal side of the aneurysm (MFR 2953200-2010-00319). Next, a (B) (4) was implanted into the proximal side. Due to the short length of overlap between these 2 talent grafts, a 3rd graft, (B) (4) was implanted and covered the junction area of the 2 implanted talent grafts. No endoleak was present at the end of the case, confirmed by angiography, and the operation was completed successfully. Three days post implant, a follow-up CT revealed a type iii endoleak between the proximal graft and the middle graft and a type iii endoleak between the middle graft and the distal graft. The physician did not treat the type iii endoleaks and will monitor the pt. No additional clinical sequelae were reported, and the pt is fine. Films were received and their interpretation has been completed by a consultant physician. Cta: this is a poor quality image for review. The film is small and fine, detail is difficult to determine. There does appear to be small type iii endoleaks present. The cause type iii endoleak cannot be determined. Angiogram: this is a poor quality angiogram. Very small. Contrast difficult to see. There are area of enhancement that correspond with the cta. However, poor quality. The consultant's impression: probable a type iii endoleak. The exact source difficult to determine.

Manufacturer narrative:
(B) (4): eval results: endoleak. (Lack of info, unable to determine the cause of the endoleak. (Intervention required). (B) (4) leak (type iii).